Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a red line between the axiem and the navigation system. There was no patient present when this issue was observed.

Manufacturer narrative:
A manufacture representative went to the site to test the navigation system and confirmed the external axiem power cable was damaged. The cable was replaced and the issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a red line between the axiem and the navigation system. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: updated with additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external axiem power/comms cable was damaged. The axiem system did not require replacement.

Manufacturer narrative:
The manufacturer representative also replaced the field generator at the time of the system checkout. The axiem cable was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was could not be duplicated. The cable functioned normally without failure. The field generator was also returned to the manufacturer for analysis. Through visual/physical examination and functional testing the reported problem could not be duplicated. It was found to be fully functional. If information is provided in the future, a supplemental report will be issued.